Manufacturer narrative:
An event regarding disassociation involving a citation stem was reported. The event was confirmed by medical review. Method & results: device evaluation and results: the device was not returned. Visual inspection of the received image of the device noted the trunnion was pencil shaped. Dimensional, functional, material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided to a consulting clinician for a review which was rejected stating - "x-ray confirms disassociation and fracture of the trunnion, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components." Device history review: not performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that the patient's left hip was revised due to pain and potential high rate of metallosis/particles in the bloodstream. The device was not returned. Visual inspection of the received image of the device noted the trunnion was pencil shaped. The available medical records were provided to a consulting clinician for a review which was rejected stating x-ray confirms disassociation and fracture of the trunnion, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components.the exact cause could not be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a left hip done in (B)(6) 2008...the reason for revising this was due to patient pain and potential high rate of metallosis/ particles in the bloodstream. When [surgeon] took the stem out, the trunnion of the stem was down to a pencil tip shape. The belief is the big metal 40 head and the taper stem caused the neck to wear down over time.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had a left hip done in (B)(6) 2008. The reason for revising this was due to patient pain and potential high rate of metallosis/ particles in the bloodstream. When [surgeon] took the stem out, the trunnion of the stem was down to a pencil tip shape. The belief is the big metal 40 head and the taper stem caused the neck to wear down over time.